Event description:
It was reported that a malfunction alarm with the code malf 9 occurred and was resettable. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. No additional information was received regarding the outcome of the event, and the caller requested a callback due to the unavailability of a charging pad at the time of the phone call. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.